Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During ipg replacement procedure (related manufacturer reference number: 3006705815-2022-14594), physician noticed lead 9-16 had some damage to the outer covering of lead. Physician proceeded to connect wires and intra-op impedances measured impedance on contact 14. Patient was programmed and restored therapy post-operatively.